Event description:
It was reported that patient underwent hip arthroplasty in 2003. Subsequently, patient was revised in 2009, due to fracture of the ceramic head. No further information received to date.

Event description:
It was reported that patient underwent hip arthroplasty in 2003. Subsequently, patient was revised in 2009, due to fracture of the ceramic head. No further information received to date.

Manufacturer narrative:
Device was not returned for evaluation. Inquiry has been made as to whether or not device will be returned for investigation. Should the device become available for evaluation, a follow up report will be sent to the FDA. This report filed september 30, 2009.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed august 27, 2009.